Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: cervical peek cages . Medical product: medtronic zevo anterior cervical plating system. Medical product: 15 mm bone screws. Therapy date: (B)(6) 2020. Medical product: biomet spinalpak assembly: catalog: #1067716, serial: #(B)(4). Medical product: biomet lt-4500 electrodes: catalog: #106130-12, lot: #916515. Medical product: biomet electrode cover patches: catalog: #106130-17, lot: #906703. Therapy date: unknown. The device was returned to zimmer biomet for evaluation and the investigation is complete. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after review of the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00097, 0002242816-2020-00098, and 0002242816-2020-00100.

Event description:
It was reported that the patient was experiencing skin irritation from the spinalpak assembly. The patient was using the 63b and 72r electrodes when she first started to develop the skin irritation. The skin was red and itchy with little bumps. The patient went to see her doctor and was advised to rotate the position of the electrodes. The patient took the 72r electrodes off after 5 minutes because she could not tolerate the itching. The patient used the 63b electrodes but took them off once her skin became irritated and stopped wearing them for two weeks. The patient was sent lt-4500 electrodes and was advised to perform a timed test with the electrodes. The patient later reported that she is severely allergic to all of the electrodes and cover patches. The patient's doctor advised the patient to discontinue use of the spinalpak. It was reported that no further information is available.